Event description:
The MFR rec'd info alleging a ventilator inoperative condition occurred. The device was no in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval. The alleged ventilator inoperative condition could not be duplicated, but "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system board will be replaced to address the issue. Repairs will be completed when the estimate is approved.